Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device and corrected event date. A reservoir was the sole component received for evaluation. Examination and testing of the returned component revealed a separation in the reservoir bladder due to material degradation. Testing revealed this to be a site of leakage. The human body is capable of causing thermal and biological degradation, oxidation, and hydrolysis to occur in polyurethane. Although usually this degradation exists as surface phenomenon, over time it may cause mechanical failure. Polymers under constant flexing are more susceptible to fatigue and eventual mechanical failure. These components were released according to manufacturing and quality control procedures. The device was assumed functioning properly for over 10 years in the patient. Material degradation occurred and progressed enough to cause mechanical failure to take place on the reservoir bladder. Occurrences of this nature are estimated to be relatively rare, and immune responses and in vivo reactions within the human body may largely influence causes for this type of event. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, malfunction - tubing fracture.

Manufacturer narrative:
This follow-up MDR is created to document the corrected device information and the conclusion of the investigation. Quality was unsuccessful in securing the device for evaluation. Without the benefit of analyzing the device, quality cannot confirm any observations and cannot comment on the condition of the device. If the device becomes available, or additional information is received, quality will re-evaluate this complaint in accordance to procedures. Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. A review of the complaint history database revealed no significant trends for lot 1551864. Review of nonconforming reports revealed no nonconformance's for this lot. No capas are associated with this lot.